Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 500 mg/dl. Customer was treated with manual injection. Customer stated that insulin pump was not taking calibrations and was not taking customer to auto mode. It was unknown whether customer used auto mode. Troubleshooting was declined, customer will continue the use of device. No further patient complications were reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.